Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per getinge standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) was dispatched to investigate. The fse inspected the iabp unit and found that the unit was running on batteries and the power supply switch was turned off. The fse turned on the main switch and the unit turned on. The iabp unit passed all functional and safety tests per factory specifications, was returned to the customer and cleared for clinical use. (B)(6).

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) kept shutting off and would not turn on. It is unknown under which circumstance this event occurred. However, there was no patient involvement and no adverse event was reported.